Event description:
Turbine seized. Appearance since low pres and low ve were sounding, when apparatus was checked, the turbine was not operating. Then, although reboot, the turbine did not operate. There is no health damage.